Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported that an anchor pulled out during a rotator cuff repair operation. The anchor was replaced with a larger anchor (product code 222305). There were no adverse effects on the patient. There was a 3 minute delay to the surgery. Additional information was obtained on (B)(6) from the affiliate that the anchor pulled out of the bone when placed under tension. It was discarded and is not available for collection.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. No nonconformance were identified for this part/lot number combination. A review into the depuy synthes mitek complaints system revealed no complaints of any sort for this device's serial number. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is not currently available.

Event description:
Additional information was received from affiliate on 05october2018: it was noted the implant was not broken into two or more pieces. The implant was removed from the patient with no debris being left in the patient. The patient bone quality was noted as poor. The surgeon was not off axis during the procedure. It is unknown if the same bone hole was used to the complete the procedure. The appropriate awl was used during the procedure. There was an audible/tactile indication of failure. Minimal force was used when the anchor pulled out. Dual, orthocord sutures were used. It is unknown which suture limbs were tested to verify the repair.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. No nonconformances were identified for this part -lot number combination. A review into the depuy synthes mitek complaints system revealed no complaints of any sort for this device's serial number. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is not currently available.